Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubies were not opening and failed to release. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies had failed to open. The customer was able to remove the affected cubies and replace them with new ones. A field service engineer (fse) mentioned that the customer resolved the issue. The system functioned as intended after the customer resolved the device.